Event description:
It was observed during the device evaluation, that the gastrointestinal videoscope had a scope communication error b30. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed the likely cause of the b30 scope communication error is traced to component failure. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.